Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 5 days after the dental implant was installed in intraoral region #18, it was verified its' non osseointegration. 40 ncm of primary stability was achieved & immediate load was not performed. Patient had bone type ii.